Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 200 units of insulin; however, stated the amount may have been less than 200 units. The customer reported blood glucose level was 329 mg/dl, which was addressed with a correction bolus.